Event description:
As a result of having saline breast implants, I have developed several complications, one of which being capsular contracture (confirmed by 2 plastic surgeons). In addition, I have been diagnosed with breast implant illness. I have been diagnosed with several autoimmune diseases, which include hashimotos. Thyroiditis, fibromyalgia, raynaud's syndrome. The symptoms associated with these conditions have been debilitating and I wish to have my implants removed.